Manufacturer narrative:
Pump received with intermittent act, escape, up arrow, and down arrow button response due to flattened dome. J2 connector was inspected and locked on the lcd board. Pump received with cracked reservoir tube lip.(B)(4).

Event description:
The customer's son reported via phone call that the insulin pump's keypad was unresponsive. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 421 mg/dl, which was treated with manual injections. The customer's son was advised that the insulin pump would be replaced and agreed to return the product for analysis.